Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
According to the technician's statement, during pre-use check it was noticed that the air gas module is making a lot of noise. The gas module regulates the inspiratory gas flow and a faulty gas module may affect the delivered volume or gas mixture (o2/air). Provided device's logs occurrence of the report test failure before reported date of event. Additionally, other test failure were noticed, which may be the consequences of the air gas module malfunction. Our conclusion is that the cause of reported issues has been determined and is related with air gas module.

Event description:
Manufacturer's ref. #: (B)(4).